Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a hispanic female patient who underwent breast augmentation revision surgery with two 275cc mentor smooth round spectrum saline breast implants experienced breast pain, pain in right armpit area, burning sensation in right armpit, insomnia, anxiety, mild heart attack and heart problems post procedure. Patients states that implants seem low, nipple area feels heavy and painful and she can feel plastic on the edge of the right implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.